Event description:
A high readings issue with the Abbott Diabetes Care (ADC) device was reported. The customer received unspecified sensor scan results in comparison to unspecified readings from ADC meter. It is unknown whether the customer noted a trend arrow on the device. The customer did not experience any symptoms and was able to self-treat with insulin (type/dose unspecified), then "some sandwiches to make sure they will not go low". No third-party treatment was provided. There was no report of death or permanent impairment associated with this event. Reportedly, scan result of 27 mmol/L on the ADC device compared to glucose reading of 10.80 mmol/L obtained on ADC meter. and the results, when plotted on a Parkes Error Grid, fall into the C Zone, showing the difference in values to be clinically significant. The length of sensor wear was 8 days. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.